Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The device was implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on october 21, 2019 that spaceoar was implanted by a urologist during a spaceoar placement procedure performed on (B)(6) 2019. Reportedly, the perirectal space was very tight and the physician needed to reposition the needle multiple times before a good hydrodissection was obtained. The patient underwent stereotactic body radiation therapy (sbrt) on (B)(6) 2019 for five fractions. According to the complainant, during a magnetic resonance imaging (MRI) the spaceoar gel was noted to be present in the denonvilliers fascia and the patient experienced urinary retention post procedure. A foley catheter was placed and rapaflo was prescribed by the physician to treat the patient's urinary retention. As of (B)(6) 2019, the patients condition was reported to be fine and his radiation treatment has been on schedule without delay.